Event description:
A journal article was reviewed which contained information regarding leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple failure modes were referenced in the article, with no specific lead model indications. The failure modes were noted as: inappropriate shocks, t-wave oversensing (twos), oversensing/noise, fracture, unacceptable thresholds and impedance, or possible physician/procedure caused. The article indicated that an additional pace/sense lead was implanted due to the failure of the above leads. Two of the replaced leads subsequently were extracted and replaced due to infection. There were also five deaths noted; two for cardiac causes, one ¿suddenly,¿ one for non-cardiac, and one of unknown cause. No specific manufacturer correlation and lead-death association. Further follow up did not yet provide any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. Multiple manufacturers were referenced. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Possible lead models could include: 6936, 6943, 6944, 6945, 6947, 6931, 6949; as well as competitor lead models. Additional leads were added which could include: 5076, 5092 and a competitor lead model. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿is the use of an additional pace/sense lead the optimal strategy for the avoidance of lead extraction in defibrillation lead failure? A single-centre experience.¿ europace. 2010. 12, 522-526. (B)(4).